Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and myocardial leads exhibited oversensing resulting in inappropriate antitachycardia pacing. The physician performed an invasive procedure and removed all leads from service and explanted the ICD.